Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. The patient does feel stimulation. There were no trauma/falls reported that could be related to this issue. Patient says that "everything was working great until 3 weeks ago". She hadn't been getting symptom relief for the past 3 weeks ((B)(6) 2015) and says she had been urinating at night in her sleep. Patient claims that she called patient services on friday, but no record of her call. She thinks she might had accidentally changed a setting or program in the past. She spoke with the hcp (healthcare provider) and they said to call patient services to help her change her settings. Patient reports that stimulation was on, and she was at 0.8 volts and then moved up to 0.9 volts "but the feeling was distracting, and it feels like it cycles or something. It gives her different feelings" and was too high, so she would like to change programs. It was possible that the patient accidentally switched programs. Patient services helped patient move from program 2 to program 3 at 1.1volts . She was going to try this setting to see if it helps her symptoms. The patient would consider this a sudden change in therapy/symptoms. Event date was (B)(6) 2015. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.